Event description:
It was reported that outside of surgery the compressed air cable blows on clogged gun. There was no patient involvement. Inconsistent speed was confirmed after final investigation. Due diligence is complete as no additional information has been indicated by the customer. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (b)(4. Review of the most recent repair record determined the motor speeds were unstable, the reciprocating arm was worn, the swivel was damaged, and the e-ring was corroded. The motor, sleeve, swivel, reciprocating arm, and e-ring were replaced. Additional, unrelated repairs were performed and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: belgium.